Manufacturer narrative:
Patient age and dob requested but not provided. The event reportedly occurred in the nicu, therefore it is presumed that the patient was a neonate patient.

Event description:
The customer reported that there was tpn infusing at 21.2ml/hr and intralipids infusing at 4.2ml/hr. The neonatal ICU rn reported that she smelled tpn and upon assessment it was found that the blue clamped arm of the tri-fuse tubing set felt wet. A clean, dry gauze was wrapped around the site. At 11:20 the gauze was noted to be wet and once again smelled like tpn. The tri-fuse tubing set was changed per the facilities line team protocol. The customer describes the tubing set up as the mz9266 is usually attached to a 2430-0500. A mz9267 is then attached to one of the unused arms of the tri-fuse set. If additional fluids are required, the 2430-0500 would be added to one of the unused arms of the mz9266. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a trifuse leak was confirmed no anomalies were observed during initial visual inspection. Functional testing produced no leaks. Pressure testing observed a leak from one of the maxzero components. Closer inspection under magnification observed a microchannel on the interior maxzero walls that allowed fluid to leak. The root cause of the leak is a microchannel found in the maxzero. The root cause of the microchannel which creates a fluid path is a manufacturing equipment error during final assembly.

Event description:
The customer reported that there was tpn infusing at 21.2ml/hr and intralipids infusing at 4.2ml/hr. An rn reported that she smelled tpn and upon assessment it was found that the blue clamped arm of the tri-fuse tubing set felt wet. A clean, dry gauze was wrapped around the site. At 11:20 the gauze was noted to be wet and once again smelled like tpn. The tri-fuse tubing set was changed per the facilities line team protocol. The customer describes the tubing set up as the mz9266 is usually attached to a 2430-0500. A mz9267 is then attached to one of the unused arms of the tri-fuse set. If additional fluids are required, the 2430-0500 would be added to one of the unused arms of the mz9266. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that there was tpn infusing at 21.2ml/hr and intralipids infusing at 4.2ml/hr. An rn reported that she smelled tpn and upon assessment it was found that the blue clamped arm of the tri-fuse tubing set felt wet. A clean, dry gauze was wrapped around the site. At 11:20 the gauze was noted to be wet and once again smelled like tpn. The tri-fuse tubing set was changed per the facilities line team protocol. The customer describes the tubing set up as the mz9266 is usually attached to a 2430-0500. A mz9267 is then attached to one of the unused arms of the tri-fuse set. If additional fluids are required, the 2430-0500 would be added to one of the unused arms of the mz9266. There was no patient harm.